Event description:
Reportedly, the previous follow-up was conducted on (B)(6) 2026. Thereafter, the patient experienced a sensation of stimulation within the device pocket and visited a local medical facility; however, the cause could not be identified. It should be noted that no pacemaker check was performed during that visit. The date of the visit to the local medical facility is unknown. On (B)(6) 2026, the patient visited our hospital for CT imaging prior to an ablation procedure. At that time, stimulation within the device pocket was noted, and eno dr (s/n: (B)(6)) check was performed. The eno dr (s/n: (B)(6)) had been set to safer mode; however, at the time of the check, it was found to be operating in vvi mode at 70 bpm with a unipolar configuration, and it was confirmed that the aida diagnostic had not been performed. Therefore, the settings were restored to their original configuration. Regarding this matter, an investigation and response are requested as to whether the pacemaker may have entered standby mode, and whether continued use of the device can be considered safe.